Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead was extrinsically melted but not breached, and the visual summary analysis of the lead indicated apparent explant damage. It was noted that electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lead was revised because of elevated threshold. It was also reported that the the lead was fractured. It was noted the lead was "corkscrewed" when the pocket was opened and the patient had "twiddler's syndrome". The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.